Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is late recurrence of symptoms. Part numbers of ifuse implants: left side: ifuse implant, p/n 7040-90, lot# 8078003696003, manufactured 06/16/12, expires 2015-08; left side: ifuse implant, p/n 7045-90, lot# 148832, manufactured 11/30/12, expires 2017-11; left side: ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10; right side: ifuse implant, p/n 7045-90, lot# 7753002898004, manufactured 10/03/11, expires 2014-11; right side: ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10; right side: ifuse implant, p/n 7070-90, lot# 8175003938018, manufactured 08/21/12, expires 2015-08.

Event description:
The patient had a staged bilateral ifuse procedure with the left side treated on (B)(6) 2013 and the right side on (B)(6) 2013. Each side had three ifuse implants. After an initial period of relief, the patient complained of recurrent bilateral si joint pain during an office visit on (B)(6) 2014. X-rays and CT scans did not show any signs of lucency. On (B)(6) 2014, the surgeon performed an open si joint surgery where he added one additional implant to each side to provide additional fixation to the si joint and help relieve the patient's pain symptoms. He also performed decortation and added allograft during the same procedure.